Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14sep2018. Philip's field service engineer (fse) confirmed the reported issue. The fse replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported no alternate current power was going to the unit. During preventive maintenance, it was observed that the unit switches to battery power as required but does not switch back to alternate current power when connected to a power source. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.